Event description:
Procedure: adrenalectomy - laparoscopically. Reportedly, the device was fired. The surgeon felt the clip was secure and cut the adrenal artery. The clip was found not to be secure, falling off the artery resulting in arterial bleeding. The laparoscopic case was converted to a laparotomy to control the bleeding. Pt recovered.